Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim valve could not be reprogrammed after completion of procedure and it was replaced requiring a revision surgery.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4: UDI : (B)(4). The hakim valve was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, leak reflux and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation. The possible root cause for the issue reported by the customer was probably due to biological debris, at the time of investigation no programing issues were noted.